Manufacturer narrative:
A device history record review could not be performed as the lot number is unknown. The device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years and seven months later computed tomography revealed that an inferior vena cava filter with anterior tilt. Two of the legs are seen extending posteriorly outside of the cava. The patient experiences abdominal pain. Therefore, the investigation is confirmed for filter tilt and perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.